Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.3-10.1cm and 8.6-9.4cm on the middle segment of the lead. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.